Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis (fa). Fa was able to confirm the reported complaint. The tip cover was found to have a section that peeling away from the distal end of the accessory. The root cause of instrument tip cover accessory other has not been established. Additional observation not reported by site: the tip cover was found to have tearing on the distal end. Tears are axially aligned with the tip cover and measure from 0.075¿ in length. There are no signs of thermal damage present at the end of the tear.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was peeled off. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the mcs tip cover accessory was inspected prior to use with no issue. The clear area was cracked. There was no detached/separated/missing piece. No arcing was observed. The mcs tip cover accessory was properly installed during the surgical procedure. The installation tool was used.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) further reviewed findings from the initial failure analysis testing. The monopolar curved scissors (mcs) tip cover accessory was found with a tear towards the distal end of the accessory where the mcs tips exit. The tear appeared to be close to the line where the grey and clear materials meet. Due to the location of the cut/tear at the visual line between the grey and clear material, it could be potentially construed as peeling. Additionally, the tip cover accessory appeared to exhibit a foreign clear material on the cover. This material does not appear to have originated from the tip cover accessory itself, as the foreign material appeared to be a thin, clear material. The tip cover's clear material is molded silicone and is not a laminate material with layers. Furthermore, the area where the foreign material sits on the tip cover accessory does not appear to have any visible damage, and it does not appear the foreign material originated from the clear silicone portion.